Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Interrogation of the ICD revealed three stored non-sustained ventricular tachycardia (nsvt) episodes, however, the episodes did not coincide with the syncopal episode. The cause of syncope was undetermined. No additional adverse patient effects were reported.

Event description:
Additional information was received that this ICD was later explanted and replaced for unrelated reasons.